Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged with the jaws open. Staple pushers were visible at the 4cm cut line indicating the point where the firing had stopped. The anvil clamping mechanism was deformed. Fragments of the trs material were still attached on the distal end of the cartridge and anvil surfaces indicative of proper anchoring and were removed. The reload was loaded into a pmv representative instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened properly without difficulty. The jaws of the reload did not clamp completely. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned device as received by medtronic was found to not meet specifications and the reported condition was confirmed. A review of the device history record for the device indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a wedge resection, the knife blade would intermittently stop while advancing and the firing was incomplete. The reinforcement material was removed from tissue and another reload was used to complete the procedure. No other adverse events were reported.